Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy it was noticed that the plasma field is described as "fire", there was no ablation power and a total failure. The probe was exchanged and the surgery was completed successfully. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery. Update 15-jul-2022: during ablation there was a clear visual fire-like flash on the screen and then the probe did not work anymore.